Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced an intermittent audio alert and a hypoglycemic event. Patient's mother reported that patient was sluggish. Patient's teacher assisted the patient until patient's mother arrived. Both parent and teacher treated patient with orange juice. Patient's mother drove the patient to urgent care. The patient was improving on the way to the urgent care. The urgent care monitored patient to make sure he was stable and released him the same day. Patient's mother stated that patient was low for about 20-25 minutes. Patient's mother alleges that the high and low alerts were not going on off. Additionally, the patient's mother tested the receiver's alerts and they worked. No further event or patient information is available. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.